Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient used to be able to check their ins, but suddenly, they couldn't figure out how to put the harness on, or use the patient programmer. It was "like someone flipped the switch", because this issue happened a week ago. No further complications were reported as a result of this event.